Event description:
A user facility reported that the haptic of an intraocular lens (iol) stuck to the forceps and broke off during rotation. The wound was widened to allow removal of the iol. Another lens was implanted without any reported complications.